Manufacturer narrative:
I was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that there was blood leaking from the valve and a loose portion which looked like a white circle of material. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed without incident and replaced. The case continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was not returned with the carto vizigo sheath. To verify this, the dilator was inserted and advanced through the sheath to verify if the hemostatic valve was displaced inside the sheath, but it was not found. Additionally, the customer provided a photo of the complaint device to aid in the investigation. According to picture provided by the customer, the hemostatic valve appears separated from the device. The customer complaint was confirmed based on the picture received. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath, causing the valve's dislodgment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)

Event description:
I was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that there was blood leaking from the valve and a loose portion which looked like a white circle of material. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed without incident and replaced. The case continued. There was no patient consequence. Additional information received indicated valve is what appeared broken but the hemostasis valve (gasket) did not break into two or more separate pieces; it detached from the sheath. No air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown.

Manufacturer narrative:
On 21-oct-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 12-nov-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4) correction: it was noticed incorrect information was reported in the 3500a initial medwatch report. It was reported that the complaint device had been received for evaluation on 21-oct-2021, however, this was incorrect. The product was not received at that time, only a photo had been received from the customer to aid in the investigation. As such, field "d9. Date device returned to manufacturer" has been corrected from 21-oct-2021 to 12-nov-2021.